Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was moved higher up in the pocket and then sutured. The patient was doing well post operatively.